Event description:
The patient's vendor reported that patient experienced elevated blood glucose of up to 340 mg/dl in 2009. The patient believes elevated blood glucose was caused by the power pack of the infusion device. The patient stated the power packs last from 2-6 weeks and the infusion device does not display the a2 (low battery) alert. The patient believes the power pack does not function consistently leading to under delivery of insulin and missed alert messages. The patient's normal blood glucose level is 120-180 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The power pack was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.